Event description:
Boston scientific received information that this left ventricular (lv) lead had caused diaphragmatic stimulation at programmed output of 5 volts and exhibited high pacing thresholds the following day post implant. The physician programmed off the lead and will reassess the patient the next follow-up check. Subsequent information revealed the field representative was told a day before revision that the lv lead had pulled back at pre-discharge check post implant. A revision was performed and the lv lead was successfully repositioned. Furthermore, it was observed that the patient experienced atrial flutter after the procedure which required treatment. The patient recovered later on without further complications. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that the patient had generalized pain at pacer site. No additional adverse patient effects were reported.

Event description:
Additional information was received and indicated that this lead was also exhibited loss of capture (loc) at maximum output. No additional adverse patient effects were reported.